Event description:
The facility representative reported a flogard infusion pump with a broken power cord. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and reproduced during service evaluation. The assignable cause was a broken power cord. Should additional information become available, a follow-up medwatch will be submitted.